Manufacturer narrative:
Supplier: (B)(4). As a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, the malfunction has been investigated by the supplier, (B)(4), and a corrective action (scar) was performed. (B)(4) evaluated multiple batch # starting with m. (B)(4) re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Investigation results: one 8360-10, 5mmx36cm atraumatic dual action grasper device used in previous treatments, was returned for evaluation. This is an eleven year old reusable instrument. Relationship confirmed: overall shaft length was slightly bowed upward. The scissor function activated the paddles, the jaw mechanism intact and grasped, but did not open fully unless assisted by hand. The distal portion of the shaft had a visible gap of the kynar sheathing where the sheath was retracted. Bare internal shaft could be seen by eye. There was absent or broken weld observed. A rotational hub allegation issue was confirmed. A systemic malfunction with the rotational hub was previously identified across the product family. Sub par assembly material used in the housing assembly was identified. Corrective action was conducted which confirmed swelling of a rotator component after a number (est 40-50) of autoclave cycles. Engineering action recommended aesculap implementation of a service plan effective after a limited number of estimated sterilization cycles. The device failures are a combination of user and the previous systemic findings. Per instructions for use aesculap prestige endoscopic gr aspers aesculap endoscopic graspers are designed to be used through a cannula, or port, commonly called a trocar sleeve and are designed to grasp soft tissue structures during endoscopic procedures. Any use of an instrument for a task other than its intended purpose will usually result in a damaged or broken instrument. Lateral pressure on the instrument when inserting or removing it may damage the shaft or the working tip. Instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage. The lot reported was manufactured prior to the recommended service plan maintenance actions. It is unknown whether the plan was followed and the product has been serviced. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. During inspection and routine maintenance, it was found that the device did not pass the "tug test." It was noted that the weld had broken. There was no patient involvement. Additional information was not provided.